Event description:
The customer reported the device turned on and then turned back off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device turned on and then turned back off. There was no reported pt involvement. The device was evaluated by a philips repair bench technician and confirmed. It was found that the device was not recognizing the battery due to a defective ribbon cable from the battery pca. The device worked as expected under ac. The defective ribbon cable was replaced on the battery pca to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. This was a malfunction of the power pca ribbon cable that caused the device to turn on and back off with battery only.